Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced bloating, abdominal pain, ¿expanded and tense abdomen¿ and shortness of breath during an unknown process step. It was reported the patient was connected to the homechoice pro device at the time of the events. During troubleshooting with renal therapy services (rts), it was determined the patient did not verify if the patient line was fully primed. The patient stated that they still felt bloated after performing continuous ambulatory pd therapy was done and filled a 2000 ml ultra-bag. The patient reported that they still felt bloated and tried to drain some more got another ¿2 to 3 tablespoons¿. Rts assisted the patient with a manual drain. It was reported that draining relived symptoms. Rts advised the patient to contact the peritoneal dialysis registered nurse. Proper procedures per the user manual were reviewed with the patient. The device was operational and a swap was not necessary. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The largest drain volume of the patient¿s therapy was 3372 ml during drain 3 of 5. The event log showed the patient accumulated 561 ml of solution due to the initial drain alarm setting (I-drain alarm = 0ml) and minimum drain volume percentage (80%). The probable cause was determined to be the inappropriately programmed I-drain alarm setting and minimum drain volume percentage. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ and "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.